Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/01/2014 with the following findings: the black box and alarm history showed call service alarms. The pump alarmed with a hard call service alarm upon the first rewind attempt which indicated a flash chip language corruption and which prohibited further testing. The effected flash chip was replaced and reprogrammed and the pump was then able to be powered up and to be exercised with no further alarms. Unrelated to the initial complaint, the display screen was observed to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that a call service alarm had occurred 3 or more times in 30 days. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).